Event description:
Medtronic received information that this 560 bio-console was used in an ECMO procedure to support a patient. The ECMO was somewhat emergent, and the bio-console, once on bypass and the room was settled, needed to be moved to a safer location (out of harm's way). The perfusionist checked the battery indicator bar and confirmed full charge. He unplugged the console to move it to the secure location in the back of the room. As he was moving the console, it was noticed that there was no flow and the machine was dark. He plugged it back in and the battery bar once again showed full charge. Given that the device had to be turned off and reset, a handcrank had to be deployed to support the patient. The patient was without essential support for about 20 seconds. Once handcranking, the console was rebooted, examined and tested. It appeared to be functioning normally. The perfusionist attempted to go to battery power once again, but was ready for the need to hand crank. The 560 worked momentarily, but soon failed again (without warning), the screens went dark and handcranking resumed. The perfusionist handcranked until a backup unit could be brought in and the patient converted switched over. There were no adverse patient effects as a result of the issue. Medtronic service was called to service the unit and evaluate the batteries.

Manufacturer narrative:
During field service inspection/analysis, the reported issue of the machine powering down when operating on battery power could not be duplicated, but one of the 12 volt batteries was found to be out of specification. The battery voltage tested at 11.52 volts; medtronic specifications specifies 12.75 volts. The field service technician (fst) installed a new battery to address the reported problem and performed a full instrument preventative maintenance and calibration.